Event description:
It was reported that pump generated cartridge alarm 20 during load process, and customer¿s blood glucose reading showed ¿high¿ with specific value unknown. Customer gave correction insulin by injection and used multiple daily injections as backup therapy, and tandem technical support confirmed pump was in warranty, arranged replacement pump.